Event description:
A copy of medwatch report was received stating during right video thoracoscopy, endoscopic punch biopsy forceps were noted to be broken, with screw missing; chest x-ray was obtained, no foreign body visualized. No pt injury was reported. Regional sales manager was to visit the hosp to gather more info. It is unk at this time if the instrument will be returned for evaluation.